Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for lot number gd894881 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition noted. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported there was an unknown quantity of minicaps where the pouches were not sealed and the minicaps fell out. This occurred before use and there was no patient injury or medical intervention associated with this event. No additional information is available.